Event description:
Customer reported unexpected negative reaction using capture-r ready ID (crrid) in manual capture testing. Reactivity was obtained with the same reagents, using the echo. Customer uses echo for antibody screen and manual capture for ID, in combination with echo.

Manufacturer narrative:
Reactivity of the jka antigen was confirmed on retention capture-r ready screen (crrs) (3), lot r042, crrid, lot id112 and crrid extend ii, lot dp034. These reagents were used by the customer at the time of the event.the customer returned samples for testing. Testing on an in-house echo with retention crrs(3), lot r042, the samples exhibited 1+ positive reactivity with jk(a+b-) reagent red cells. No reactivity was observed with jk(a+b+). It appears that the antibody is exhibiting dosage.the samples were tested in manual capture with retention crrid, lot id112 and crrid extend ii, lot dp034. The samples exhibited negative reactivity with all jk(a+) reagent red cells. The samples were nonreactive in all phases of testing in tube hemagglutination tests with retention panoscreen I, ii and iii, lot 12334, using immuadd as the potentiator. Sample was tested on the echo with retention crrid, lot id112 and exhibited positive reactivity with the jk(a+b-) cells. No reactivity was observed with the jk(a+b+) reagent red cells. The antibody appears to be exhibiting dosage. The samples were depleted for further investigation.the customer submitted three additional samples from the patient. All were tested for abid on the echo and my manual tube method. The samples were nonreactive in all testing performed. The event appears to be related to the nature of the sample.